Event description:
Patient's family member reported their patient presented to the emergency room in 2004 with complaint of redness and itching in their left eye. The patient was diagnosed with a corneal ulcer in their left eye and prescribed vigamox drops. The patient was seen for follow up with an ophthalmologist two days later. The patient's chart indicates visual acuity with correction 20/20-2,2+ edema, 1-2+infiltrate, no cells or flare. Diagnosis, paracentral corneal ulcer at the 0830 mark left eye. The patient was treated with tropicamide at 10:30 a.m and tobrades drops.